Manufacturer narrative:
(B)(4).the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. A device history record review and a service history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient (hp) experienced high drain alarm after use for peritoneal dialysis therapy. This alarm is indicative of an increased intraperitoneal volume event occurred. The patient's last fill volume was set to 1799 ml, the initial drain was set to off, and the patient drained 1 ml in the initial drain. The patient's ultrafiltration was 2494 ml for cycle one, 281 ml for cycle two, 336 ml for cycle three, 170 ml for cycle four, 248 ml to cycle five, and -158 ml for cycle six. There was no patient injury or medical intervention associated with this event. No additional information is available.